Event description:
Brake kit failure. Brake holding spec is #50 and casters before meeting spec. Bed had recall related brake kit installed 9/2008.====================== manufacturer response for med/surg bed, stryker (per site reporter)======================service tech will be sent to repair.